Event description:
It was reported by (B)(6) that during an unspecified surgical procedure, it was discovered that the oscillating saw attachment device would not function. There were no delays to the planned surgical procedure. A spare device was available for use. It was unknown if there was any patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the housing was damaged and deformed on the device. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper handling of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.